Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient wanted to know if they can request a manufacturing representative (rep) on their next appointment with their urologist. The patient stated that their implant was not working properly and that they had a major fall and had some mris done, and they don't know if the fall could affect the implant. The caller added that they were leaking constantly. The caller noted that the therapy wasn't doing too well before the fall, but after the fall the symptoms has gone from really bad to worse. The agent asked the caller when the return of symptoms started, and the caller stated it's been about 2 months, but it had been worse since around (B)(6) which was after the fall. The patient mentioned that they had already tried adjust the therapy but it was still not working. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt) on (B)(6) 2025. They reported that their stimulator is not working, they a re going through pads and diapers as if they were tissue paper, they have been getting up 4 times at night, and last night they were up 5 different times and they still do not have relief. Patient said they have called the company and called other urologists in the area and the earliest appointment they can get is (B)(6) and they have an appointment in (B)(6) for a re-check but wish to meet in person with someone at the healthcare provider (hcp) office. Agent reviewed some device education information and the option for patients to make program and setting adjustments. Pt said they have increased on program 3 to 1.9 but they don't wish to change the program on their own and pt noted they have moved, and have seen a new urologist who told them they do not service the device, but they would like a representative to come into the office to assist. Agent offered and sent email to the reps in the patient's area and redirected pt to their doctor. The patient wondered if the fall damaged their system because their symptoms went from bad to worse, they cannot rest they are up 5 times at night, and they are 85 years old. Agent reopened the case, reassigned to self to send email to reps and device registration. Additional information was received from the patient on (B)(6) 2025. They reported that they talked to someone yesterday and they were trying to get a rep to come to their doctor's office. Last night, pt saw if they could do anything with their equipment. Pt charged the equipment and noted that it couldn't find each other. Patient said their situation is going from bad to worse. They are going through pads and depends like they are tissue. Agent told patient we got a response from the rep and they are working on the situation. Additional information was received from the patient on (B)(6) 2025. They reported that normal battery depletion does not appear to be the issue. The patient indicated that they do not know the cause of the issue but indicated that they had a fall on (B)(6) 2025, which required them to be taken to the emergency room. Numerous tests were done including an x-ray. Patient noted that they are not sure if they did a whole body MRI as they were out of it at the time. Patient indicated that they don't know if the fall damaged the unit, disconnected a lead, etc. The patient noted the issue has not been resolved. The patient also added that, last evening, they made sure that the phone and communicator were both charged, but it would never connect. The patient reiterated that they don't know if the fall is the issue, but that it is possible and they need help to determine this. The patient also noted that, right now, the lack of effect is "probably worse than not having the implant at all." Additional information was received from a healthcare professional (hcp) on 2025-apr-22. The hcp requested a local rep to meet with the patient and, if needed, the doctor will refer to one of their physicians in clinic that work with the device. They also noted that the patient fell about a month ago and has had problems with getting therapy benefit since then, but the caller also reported that the patient noted they had been using pads and pull ups at night prior to the fall.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they have spoken with the patient several times. The patient recently moved to the area. The rep spoke with the patient and hcp last week and the rep was told that the hcp staff is going to reach out and schedule an appointment with the patient. The rep noted that this will likely be a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.